Event description:
It was reported that during reprocessing a permanent cautery hook instrument, a cable was in a loop. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the conductor cap was broken. This causes the conductor wire to loosen and loop. The conductor cap is part of the distal clevis. In addition to the conductor cap, one of the ears of the distal clevis was also broken. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.